Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) for unspecified reasons. All components of the existing app were explanted and replaced with a new malleable device. No further information was provided.